Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pfa procedure, st elevation was noted and nitro was administered which resolved the issue. The physician alleges that the st elevation was due to pfa delivery from the volt catheter. The st elevation occurred after the volt catheter was removed from the right atrium and cti ablation with volt was performed. The procedure was completed and the patient remains stable. There were no performances issues with any abott device. Cti was performed with the volt catheter, which is off label use as volt is only intended for atrial fibrillation. The IFU states "the volt¿ pfa catheter, sensor enabled¿ is indicated for the treatment of symptomatic, recurrent, drug-refractory paroxysmal or persistent (episode duration less than one year) atrial fibrillation."